Event description:
According to the reporter: the black coating came off of the device when inserting into the pt cavity. No info provided at the time of the complaint.

Manufacturer narrative:
(B)(4).